Event description:
Boston scientific received information that this implantable defibrillation lead exhibited a low out of range shock impedance. No adverse patient effects were reported.

Manufacturer narrative:
The physician has elected to continue monitoring the patient's lead. Should additional information become available this report will be updated.